Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
(B)(4): on (B)(6) 2017, the procedure was performed. Removal of the material, without internal osteosynthesis. While awaiting good healing, an external fixator was not placed and a temporary stabilization of the pseudarthrosis by external orthosis was chosen. Patient remained hospitalized until (B)(6) 2017. The medical management of the infection proved to be difficult because of the intolerances, with successive adaptations. The antibiotics were stopped on (B)(6) 2017. During the year 2018, no follow-up or treatment was carried out, patient keeping a dangling arm and a significant functional handicap of the upper right limb. Patient consulted on (B)(6) 2018 at (B)(6). From (B)(6). Patient was offered humeral reconstruction surgery. Patient underwent another operation on (B)(6) 2019 at the (B)(6) for bone resection of the site of pseudarthrosis, bone reconstruction by vascularized peroneal graft, making it possible to restore humeral bone continuity, supplemented by osteosynthesis by posterior locked plate. The suites were simple. Patient returned to her home on (B)(6) 2019 under the guise of antibiotic therapy with zivoxyd for 15 days and an immobilization orthosis for 45 days. A functional rehabilitation was then carried out at the rate of two sessions per week. An x-ray of the right humerus from (B)(6) 2019 showed no removal of the osteosynthesis material and revealed distal consolidation of the bone graft appearing to be acquired and proximal consolidation not fully acquired. During a consultation on (B)(6) 2020, it was observed that the union was acquired with a stable and functional state in the elbow. This is 4 out of 4 events.